Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the host pc mother board was failed to boot. So, the fse measured mother board battery voltage, and the measurement showed low voltage. To resolve the issue, the fse replaced mother board battery and adjusted system time, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.